Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon investigation the monitor was unable to fully power on. The cause of the abnormal shutdowns was due to contamination on the j101. Additionally, there was contamination found on the c/a board, defib board, and the front response button switch. The contamination to the front response button switched, caused the front response button to be non-functional. The root cause of the contamination throughout the monitor was a liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse events occurred from the damaged monitor and electrode belt. Manufacture dates: monitor sn (B)(4) - 10/14/2014. Belt sn (B)(4) - 12/24/2013.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages and the monitor was resetting.